Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on, that the customer experienced high blood glucose levels. The customers current blood glucose level was 32 mmol/l at the time. Symptoms noted were vomiting, fever, and high blood pressure. The customer is also a kidney patient and was treated by hospitalization into the emergency room. It was reported that the reservoir was not placed on correctly, most likely leading to the high blood glucose. The customer noted they will still be using the same insulin pump. Nothing was returned nor shipped.